Manufacturer narrative:
(B)(4). Event occurred on an unknown date in 2016. Lot gd901918 was manufactured between the dates of 06/10/2016 and 06/19/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was very little iodine within the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.